Event description:
It was reported that on (B)(6)-2008: patient presented with a pre op diagnosis of lumbar degenerative spondylosis and scoliosis. Patient underwent the following procedures: far lateral extra-spinal transpedicular approach to the lumbar spine, left l3-4 and l4-5, with associated transforaminal discectomy; transforaminal lumbar interbody fusion, l3-4 and l4-5, using rhbmp-2/acs as well as iliac crest morselized autograft bone in a competitor¿s cage; segmental pedicle screw fixation, l3-5; posterolateral inter-transverse only fusion l3-5 using locally harvested morselized autograft bone; open harvesting, left posterior superior iliac crest morsellized autograft bone via separate incision. Per the op notes, ¿the discectomy and distraction of the interspaces as well as the interbody fusion did quite nicely relieve all of the foraminal stenosis and left sided scoliosis that had been previously present.¿ no complications were reported and patient was sent to recovery in stable condition. (B)(6)-2008: patient presented with a pre op diagnoses of: occlusion of right aortofemoral limb at common femoral artery occlusion; left sfa stenosis greater than 75%. Patient underwent the following procedure: revision of right aortofemoral bypass; common femoral artery endarterectomy patch angioplasty; left sfa patch angioplasty. No patient complications were reported. (B)(6)-2009: patient presented with a pre op diagnosis of burst fracture of l2 with severe canal stenosis and kyphosis. Post op diagnosis was the same however, likely secondary to osteoporosis. Patient has had a history of intractable back and bilateral leg radicular pains and numbness following a twisting event in (B)(6)-2008 found to be secondary to a spontaneous burst fracture of l2. Patient has previously had a fusion of l3-l5, which has been successful and left sided hardware remained in place from that fusion. (Pt) has severe canal stenosis at l2 secondary to retropulsed fragment. Patient also has kyphosis and some lateral listhesis. Patient underwent the following procedures: anterior retroperitoneal approach to the anterior lumbar spine with associated anterior corpectomy of l2 and anterior canal decompression; anterior arthrodesis l1-l3, using rhbmp-2/acs in the competitor cylinder; posterior approach to the lumbar spine with hardware removal l3-l5, segmental pedicle screw fixation at l1-l3; posterolateral intertransverse only fusion l1-l3 using local autograft and the iliac crest bone marrow aspirate; right anterosuperior iliac crest morselized autograft bone harvest. Per the op notes, ¿all of the retropulsed fragment appeared to be simply osteoporotic compression fracture and there was no evidence of any tumor whatsoever. There was no evidence of any fural laceration or csf leakage.¿ no complications were reported and patient was sent to recovery in satisfactory condition. (B)(6)-2009: patient presented with a pre op diagnosis of lumbar wound infection and dehiscence. Patient underwent a lumbar wound debridement and primary re-closure. It was reported that patient had lumbar wound dehiscence and secondary infection with (B)(6). The wound has been packed open by the wound care team and has a fascial dehiscence and the hardware is exposed. Per the op notes, ¿all of the surrounding fascia and dermis were extensively debrided of fibrinopurulent exudate.¿ (B)(6)-2009: patient presented with a pre op diagnosis of a pressure wound midline in the mid lumbar area and status post extensive lumbar fusion with exposure of hardware. Patient underwent a wide local excision of the wound and a reconstruction of the wound with right sided reverse latissimus dorsi muscle flap and bilateral fasciocutaneous sliding flaps. Per the op notes, ¿there were some free bony fragments, as well as old sutures that were all debrided.¿ no complications were reported and the patient was transferred to recovery in stable condition. It was evident that there was about 2 x 1 cm defect in the dermis in the midline of the incision.¿ no complications were reported and patient was sent to recovery in stable condition. (B)(6)-2009: patient presented with the following pre op diagnoses: compression fracture l1, t12 and t11; status post l1-l5 fusion; status post l2 corpectomy secondary to osteoportotic burst fracture with posterior segmental instrumentation; status post wound infection with secondary trapezius flap; severe deconditioning. Patient underwent the following procedures: vertebroplasty t11, t12 and l1 around the pedicle screws; complex modifier secondary to presence of wound issues and instrumentation. It was noted that, ¿this was a complex procedure based on the need to work the needles around the screws at the l1 level in particular which required additional surgical time in comparison to a typical vertebroplasty.¿ no complications were reported. (B)(6)-2009: patient presented with pre op diagnoses of: status post l1-l5 fusion; retained hardware, l1-l3, following osteoporotic burst fracture fixation; status post fracture l1 with kyphoplasties at t12 and l1; status post wound infection and flap. The patient underwent the following procedures: hardware removal, l1-l3; I and d, 10 cm wound; placement of antibiotic beads; complex modifier secondary to prior flap and wound infection as described. Per the op notes, ¿none of the screws were particularly loose, all having solid purchase suggesting solid fusion top to bottom.¿ no complications were reported. (B)(6)-2010: patient presented with pre op diagnoses of: status post l1-l5 fusion; status post posterior wound infection; insufficiency fracture with severe kyphosis, l1; osteoporosis; multiple medical comorbidities. Patient underwent the following procedures: removal of implants, posterior spinal wound (antibiotic-impregnated beads); posterior spinal fusion, t3-l2; posterior spinal fusion, l5-s1; segmental instrumentation, t3-s1; bilateral sacroiliac joint fusion; pelvic fixation bilaterally; pedicle subtraction osteotomy, l1; posterior interbody fusion, t12-l1 using rhbmp-2/acs; iliac crest bone marrow aspirate for fusion; complex modifier secondary to stiffness of deformity and heavy scar from multiple prior surgeries. Per the op notes, ¿we removed the disc between the t12 and the l1 vertebrae. We scraped clean the endplate of t12 and made effort to settle this down onto the upper cage. However, we were unable to perfectly decorticate the upper end of the cage construct, and we therefore did not place a spacer at this location with a plan to return to the or to complete the fusion although we did pack bone graft into the bony interstices.¿ no complications were reported. (B)(6)-2010: patient presented with pre op diagnoses of: osteoporosis; status post fracture with posterior instrumentation and reduction and spinal fusion; spinal stenosis and radiculopathy. Patient underwent the following procedures: anterior lumbar discectomy, l5-s1; anterior lumbar fusion, l5-s1; placement of prosthetic device (machined bone dowel), l5-s1 packed with rhbmp-2/acs. Per the op notes, ¿given patient¿s recent post op status and tenuous pulmonary condition, we elected to delay that until approximately 6 weeks following the entire procedure.¿ no complications were reported. (B)(6)-2010: patient presented with pre op diagnoses of: scoliosis; osteoporosis; status post wound infection with revision t3 to pelvis fusion; status post posterior osteotomy, l1-2. Patient underwent the following procedures: anterior lumbar discectomy, l1-2; anterior lumbar fusion in l1-2; placement of prosthetic device (machined bone dowel), l1-2 packed with rhbmp-2/acs. This was the second stage of a 2 stage procedure. Unable to complete this stage at the last visit to the operating room due to concerns regarding patient¿s pulmonary status. No complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.